Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tip of the instrument broke during the cutting of a cerclage cable 1.7. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the review of the device history for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that the review of the device history records revealed that the instrument was manufactured according to the specifications. No manufacturing related issues were found. Unfortunately, the exact cause of failure could not be determined.

Event description:
This is report 1 of 1 for (B)(4).